Event description:
After placement into the patient, the transseptal sheath was not recognized on the carto system. The sheath was removed and there was no harm to the patient. Manufacturer response for sheath, 8.5fr carto vizigo bi-directional guiding sheath, medium curve (per site reporter) according to report, manufacturer notified.